Event description:
Pt had total knee replacement, assessment found lle with no pulse, cold to the touch. Tourniquet was used for the total knee replacement. Pt had left leg amputation.

Manufacturer narrative:
Zimmer osp has tried to contact nurse manager listed in p.e.r. On several occasions. Calls were not returned p.e.r. Was filed on an ats 2000, and the event detail is unclear if there is an association to the device, and no response to inquiries by hospital were answered. The details of event are not available; therefore; it is unk if the ats 2000 is associated to event.